Event description:
Doctor was using an arthroscopy probe on the patient's knee and the tip of the probe broke off inside the knee. The doctor had to retrieve the tip with another instrument. The broken tip was retrieved and discarded. The remaining probe is sequestered in risk management. Based on comparison of the remaining probe with a picture of the original from the manufacturer's website it appears that 10mm of the tip broke off.